Manufacturer narrative:
No further information concerning this report is available at this time. The investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection, sepsis, and erosion. Reportedly, the patient experienced increased follow-up, and they were treated with intravenous antibiotics. There were no additional adverse effects reported. This pacemaker was explanted, and then used externally for temporary pacing. Subsequently, the pacemaker was removed from service when the new system was implanted.